Manufacturer narrative:
Upon receipt of this dynaflex penile prosthesis at our quality assurance laboratory, the returned components underwent a thorough analysis. Both dynaflex cylinders were visually inspected, and leak tested. Both cylinders had wear at a fold in the proximal of the cylinder body and a hole with broken fabric threads was present. Both cylinders had a scale-like pattern on the outer surface of the reservoir and had a leak at corner of a fold. Product analysis confirmed the reported allegation as a hole and leaks were identified in the dynaflex cylinders. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because the dynaflex penile prosthesis was not working properly. Two weeks later a replacement surgery was performed in which a tear was found in the cylinder. The device was removed and replaced with an inflatable penile prosthesis (ipp). No patient complications were reported.

Event description:
It was reported that the patient went to the hospital because the dynaflex penile prosthesis was not working properly. Two weeks later a replacement surgery was performed in which a tear was found in the cylinder. The device was removed and replaced with an inflatable penile prosthesis (ipp). No patient complications were reported.